Event description:
It was reported that the right ventricular lead exhibited high thresholds and surgery was performed to reposition the lead. During the procedure, the patients blood pressure dropped when attempting to position the lead into the right ventricular apex. A slight pericardial effusion into the right ventricular apex was noted, possibly due to microperforation. A cardiocentesis was not performed. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).